Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under-delivered, as it was set to infuse 200 ml but only infused 115ml. The programmed rate was 1.8 ml per hour, the remaining volume was 35 ml, and pump indicated a total volume given of 165.05 ml and pharmacy drew up the bag and confirmed that only 115 ml had actually been delivered. The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.